Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the physician attempted to push the stent with an extractor balloon, and the stent was pulled out.

Event description:
It was reported to boston scientific corporation that a wallflex biliary plus rx fully covered stent was to be implanted in the common bile duct to treat a malignant anastomotic stricture post liver transplant during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician was not happy with the placement of the stent, preferring that the flange be positioned more proximally to the stricture. The physician attempted to push the stent more proximal with an inflated extractor balloon but subsequently removed the stent with rat tooth forceps. Another stent was placed to complete the procedure, which was extended by approximately 15 to 20 minutes. There were no patient complications reported as a result of this event.